Manufacturer narrative:
H10: a lot history review was performed. The device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive for filter tilt, filter limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. The device is labeled for single use. H10: g4 (PMA/510k). H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly detached, perforated, and tilted. The device was removed percutaneously. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly detached, perforated, and tilted. The device was removed percutaneously. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.